Event description:
The excel sabertip was being used when the power output dropped to 25%. When the cst checked the tip it came off. There was no pt injury reported.

Manufacturer narrative:
An eval of the tip is in-process. Upon completion of the investigation, a follow-up report will be submitted.